Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix empty eva bag 1000ml leaked at the administration port. The issue was identified during the compounding process, prior to patient use. There was no patient involvement. No additional information is available.